Event description:
The lay user/pt contacted lifescan alleging the meter is not working, customer disconnected the call. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.